Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va03ymv, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. (B)(4) applies to the lead only. There were no allegations made against the ins but is was included in the system report and because there was report of system explant.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The hcp reported that the patient had their system removed for unknown reasons, but the hcp had abandoned part of the lead in the patient. The hcp indicated that they had cut the lead and no patient symptoms were reported. There were no further complication reported or anticipated.